Event description:
It was reported by the physician that high impedance was detected on the patient's device. The patient's device was disabled to evaluate the efficacy of the device. Reportedly, the patient's seizures dramatically worsened after disablement and she was referred for surgery. The patient underwent full replacement of her generator and lead due to the high impedance. The suspect product has not been received to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the generator. The generator was placed in simulated body temperature and monitored for 24 hours. The generator provided the expected current during the entirety of the monitoring period. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator performed according to functional specifications with no anomalies found. Product analysis was completed on the suspect lead. The lead was returned in four portions. Pa verified the existence of lead discontinuities. Five fractures were identified. The majority of the coil fractures causes could not be determine due to electro etching, coil thinning, residual material or mechanical damage. One coil break was believed to be caused by stress. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. There were also inner and outer abraded openings of the tubing that provided a leakage pathway for fluids into the tubing. Setscrew marks were found on the lead connector pin which indicates that, at one point in time, a good mechanical and electrical connection was present between the generator and lead. No further anomalies were found no further relevant information has been received, to date.

Event description:
The suspect lead was received. Product analysis has not been completed on the suspect lead, to date. No further relevant information has been received to date.